Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level, as the levels did not exceed 500 mg/dl, nor did the cgm read ¿high.¿ the customer resolved the issue by changing the infusion set and cartridge and resuming insulin. No additional assistance was necessary, and the case was closed by cts.